Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that when trying to take an nibp reading, the nibp pump on the bedside monitor (bsm) would repeatedly pump up then release, and then try again. It was unable to take nibp readings. They replaced the pump module and the solenoids but are still continuing to have issues with it. The device was sent in for nk evaluation. No patient harm or injury was reported. Investigation summary: should the clinician not be able to take nibp readings from the patient, it could contribute to a delay in treatment of the patient should a patient event occur and be missed. The lack of nibp readings should be easily noticeable to clinicians as performing nibp required manual input by the clinician. This would allow the clinician to address the issue via alternative monitoring methods. Based on the evaluation performed by nihon kohden repair center (nk rc), the issue of the bedside monitor not taking nibp readings was duplicated. Physical damage was observed on the nibp connector pins and the connector on the printed circuit board. The damage observed on the unit is consistent with external forces exerted on the unit outside of normal operation such as dropping the unit. The root cause for no nibp readings is internal component damage due to mishandling. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that when trying to take an nibp reading, the nibp pump on the bedside monitor (bsm) would repeatedly pump up then release, and then try again. It was unable to take nibp readings. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that when taking the blood pressure the bedside monitor (bsm) would pump up and then release, then try again. It would do this over and over. It would not take nibp readings. There was no error message when it did this. There were some instances where it would read 2 or 3 nibps back to back. They replaced the pump module and the solenoids, and they are still continuing to have issues with it. No patient harm was reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.